Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this programmer was displaying red screen after installing the firmware download, and the screen was unresponsive. The health care professional (hcp) rebooted the programmer and continued to use it. Boston scientific technical services (ts) requested logfiles to investigate the red screen. This programmer remains in service. No adverse patient effects were reported.